Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2016 it was reported that the patient's catheter broke. He had known for a long time that something was wrong, but it took 7 x-rays to find the issue because the hole was so small.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.